Event description:
Bilateral cut down was perfomed to insert the iab. After 1 1/2 days. A balloon leak was noted. The iab was removed and replaced with a competitor's balloon to complete the pt's therapy.